Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: required a second device. It was reported that a proximal left ascending diagonal (lad) perforation occurred during the use of a non-abbott device. It was attempted to be treated with a 3.0 x 12 graftmaster, which failed to cross, then dislodged in the guiding catheter during removal. No intervention was required as the stent was removed within the guiding catheter. The perforation was sealed by the successful deployment of a 3.5 x 16 graftmaster. There is no add'l event or pt info available.